Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, MFR's report# 1222780-2014-00184. It was reported that during a novasure endometrial ablation on (B)(6) 2014, the physician received several unsuccessful cavity integrity assessment (cia) tests. The physician then performed a hysteroscopy and a laparoscopy and a uterine "perforation was visualized, posterior midline". The physician "packed the perforation with hemostatic gauze" and "the pt was discharged home one hour after the procedure". A hysteroscopy and dilatation (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).